Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture, during a recent in-office follow-up for muscle stimulation. An x-ray confirmed the lead had dislodged. As a result, the physician elected to replace the lv lead with another boston scientific product; choosing a different placement location. To date, the new lead remains implanted and in service, with no further adverse patient effects reported.